Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the detached insertion tube was likely caused by stress or user¿s handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional details were obtained regarding the event: the peeling coating was found during the inspection prior to an unspecific diagnostic procedure. There was no delay reported and the patient was not anesthetized. The procedure was successfully completed.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered there was peeling of the coating on the insertion tube, watertightness is not maintained due to falling off the insertion tube, the flexible tube of the insertion section was crushed, detachment of the insertion tube was observed, the bending angle was insufficient due to the elongation of the angle wire, curved rubber adhesive was missing, scratches were found on the operation part, scratches were found on the switch box, scratches are found on the grip due, there were scratches on the angle lever, scratches were found on the universal cord, scratches were found on the video cable, scratches are observed on the video cable, scratches were found on the video connector, scratches were found on the lens guide connector and scratches are found on the video connector case. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, coating peeling on the rhino-laryngo videoscope. Upon inspection and testing of the returned unit, parts fall off from the distal end (including a rubber). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.